Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra mini meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that two days earlier at about 4:30 pm after work, she tested on the meter and obtained a result of 74 mg/dl. The sample was drawn from her palm. It is not known if she had experienced any symptoms at that time. As a result of the reading, she did not take any actions and just laid down. She got up at about 6:00 pm. She stated that from the way she was walking, her husband could tell that her blood glucose was low. It is not known if she tested on the meter at this time. She then fell down in the bathroom and was given a glucagon shot by her husband. About 30 mins. Later she tested on the meter, but did not recall the result. The patient felt that the result of 74 mg/dl that she had received prior to the event was too high. She is on an insulin pump (her basal and bolus rates were not provided). At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and it was set correctly at the time of testing. This complaint is being reported because the alleged that the result obtained on the meter was inaccurately high and 11/2 hours later, she experienced symptoms of hypoglycemia. She was treated with a glucagon shot. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.